Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The device is in transit to the manufacturing site for failure investigation.